Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The cause of peritonitis cannot be determined. Peritonitis is a well-known potential complication is pd patients. The patient¿s pd culture yielded growth of corynebacterium which is an organism that is normally found on human skin. Therefore, it is possible the peritonitis event was related to skin contamination during the pd exchange which is a well-established risk factor for peritonitis in pd patients. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to any deficiency or malfunction of a fresenius device or product in the initial reporting. Upon follow up with the pdrn, it was reported this patient was admitted to the hospital on (B)(6) 2020 peritoneal effluent fluid cultures were taken in the hospital on (B)(6) 2020 which presented with corynebacterium. It was reported on an unknown date during hospitalization the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. The patient also received vancomycin (dose not provided) and gentamycin (dose not provided) intravenously. On (B)(6) 2020, the patient was discharged continuing outpatient hemodialysis. Reportedly, the patient has recovered from the event. The nurse indicated the cause of the peritonitis was unknown. However, the nurse reported the event was not related in any way to use of any fresenius device product or drug. Additionally, there no reported fluid leaks associated with the event.